Manufacturer narrative:
Additional information from the user facility stated that as the patient was an organ donor the exact date of death was not known.

Event description:
The patient had undergone the successful embolization of a basilar artery aneurysm six days earlier. The patient was stable and was undergoing a stent assisted coil embolization of a multi-lobed anterior communicating artery aneurysm. During the coiling portion of the procedure the aneurysm ruptured, there is no alleged device malfunction. The anti-coagulant therapy was reversed and the patient was given neurocritical care treatment. The aneurysm rupture resulted in subsequent brain herniation and brain death.

Manufacturer narrative:
The device remains implanted so was not available for evaluation. From the information provided there is no indication that there was any device malfunction, nonconformance or misuse that contributed to the reported event. Aneurysm rupture, intracranial hemorrhage and the patient outcome of death are known and anticipated complications to these types of procedures and is listed as such in the directions for use. Therefore it was determined that the reported event was an anticipated procedural complication.

Event description:
The patient had undergone the successful embolization of a basilar artery aneurysm six days earlier. The patient was stable and was undergoing a stent assisted coil embolization of a multi-lobed anterior communicating artery aneurysm. During the coiling portion of the procedure, the aneurysm ruptured, there is no alleged device malfunction. The anti-coagulant therapy was reversed and the patient was given neurocritical care treatment. The aneurysm rupture resulted in subsequent brain herniation and brain death.